Event description:
It was reported that the user experienced persistent low glucose alerts while using the ilet system, treated with soda and cookies, with fingerstick readings in the 70s mg/dl and concurrent cgm readings in the low 60s mg/dl; the user had been hyperglycemic earlier with corrections delivered and was concerned the pump overcorrected given known insulin sensitivity, and the user was advised to continue small amounts of oral glucose and calibrated the sensor. Symptoms included sweating associated with hypoglycemia. Outcomes included no reported health consequences or lasting impact. Investigation included communication with the user and analysis of information provided by the user, including cgm calibration and review of pump and glucose data. Investigation of this case revealed no findings available, with insufficient information regarding a specific device problem or implicated component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.